Event description:
A pt reported experiencing inaccurate low results with a surestep enhanced meter. The pt's blood glucose results were 120 mg/dl (meter), 158 mg/dl (lab). Tests were done within 21-30 mins with a difference of 24%. Pt did not experience any adverse events. No further info has been reported. Note-customer cleaning meter incorrectly.